Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed no ts or suture remains on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history records confirmed that no abnormalities were reported with this product lot during manufacture. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that t2 implant would not deploy. It is unknown if the procedure was successfully completed, no back-up device available. No patient injury or other complications were reported.